Manufacturer narrative:
Additional medwatch information provided the customer¿s report of a freeflow of lasix was not confirmed. Investigation conclusion: the report of a free flow of lasix was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. The volume recorded as being infused between 11:19 am on 26 november 2019 to 7:37 am on 27 november 2019 was 99.37ml. A review of the device error logs found no errors during the time period of the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The mechanism assembly was completely disassembled, and no anomalies were noted that could have contributed to the reported issue. Leaking was observed from a pinhole tear in the silicone tubing near the upper fitment from the returned primary set (model 2420-0007). Crush marks were not observed on either the upper or lower fitment and leaking was not reported by the customer, so it is unknown if the pinhole tear occurred during transport of the set for investigation. The source disposable set (model 2420-0007) was evaluated for concentricity and was found to be within specification. The root cause of the report of a free flow of lasix was not identified.

Event description:
(B)(4).

Event description:
It was reported lasix (5mg/hr.) Infusion was initiated at 0227. At 0616 the rn went to the patient room due to the device alarmed for ail and noted that the lasix bag was emptied. The rn stated:¿ I changed the volume to be in infused from 100 to 80, to allow time to order a new bag. Pump amount verifies the pump was running at the ordered dose of 5mg/hr. Pump verifies that from (B)(6) 2019 1700 to (B)(6) 2019 0616 that 65.78mls were infused. On the pump it also verifies that only 23.8mls were infused in the patient from 0227 till 0737, despite bag being emptied.¿ the rn stated that the patient required unspecified monitoring and labs drawn however no impact to the patient . The facility biomed retested the device, however unable to duplicate problem of free-flow.

Manufacturer narrative:
Additional information provided: a.1, a.2, a.3, a.4, b.3, b.5, b.7 & d.10 the affected device has been received and the investigation is pending. A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that a lasix (5mg/hr.) Infusion was initiated at 1119 on (B)(6) ; at 0227, the volume to be infused (vtbi) was decreased from 100 to 80. By 0616, the device alarmed for ail and the lasix bag was empty. The programmed rate and amount was verified to be infusing at the ordered dose of 5mg/hr, and it was confirmed that from (B)(6) 2019 at 1700 to (B)(6) 2019 at 0616, 65.78mls were infused. In addition it was verified that only 23.8mls were infused from 0227 until 0737, despite the bag being empty. It was later reported that the patient was already in the ICU, close monitoring was continued, and the physician ordered a basic metabolic profile (bmp) lab test after the lasix infusion, however there was no patient impact reported.the facility biomed retested the device, however was unable to duplicate the problem of free-flow. Received a copy of the customer's sus voluntary event report from FDA which states: ¿pt received 100 mg of IV lasix in 5 hour period when IV pump was set to infuse 5 mg/hr of IV lasix rn hung new bag of lasix containing 100 ml and used the a laris pump and bd alaris pump infusion set (tubing) the lasix was run as a continuous drip at 5 mg/hr the rn started the lasix medication on (B)(6) 2019 at 0227 the rn reports they changed ute volume to be infused from 100ml to 80 ml and verified the pump was running at the correct rate on (B)(6) 2019 at 0616, rn reports IV pump was alarming with an air in line message and the lasix bag was empty the pump also showed only 23 8mls were infused during this time when in fact around 100ml had infused into the patient additionally, we have had 3 other events since (B)(6) 2018 in which the IV infusion bypassed the programmed rate and infused the entire bag all infusions were with the bd alaris 8100 model pump and the bd alaris pump infusion set the first pump (B)(6) 2018, was sent to bd alaris for review and returned to us without the company finding an issue the remaining pumps (event date (B)(6) 2019 - serial number (B)(6), (B)(6) 2019 - serial number (B)(6), (B)(6) 2019, serial number (B)(6)) have all been sent to the bd alaris company for review".

Manufacturer narrative:
Additional medwatch information provided. The customer¿s report of a freeflow of lasix was not confirmed. Investigation conclusion: the report of a free flow of lasix was neither confirmed nor replicated. The pcu event log contained no obvious programming errors that would result in the reported event. The volume recorded as being infused between 11:19 am on (B)(6) 2019 to 7:37 am on (B)(6) 2019 was 99.37ml. A review of the device error logs found no errors during the time period of the reported event. Functional testing performed found the pump module to be delivering fluid within specification. The mechanism assembly was completely disassembled, and no anomalies were noted that could have contributed to the reported issue. Leaking was observed from a pinhole tear in the silicone tubing near the upper fitment from the returned primary set (model 2420-0007). Crush marks were not observed on either the upper or lower fitment and leaking was not reported by the customer, so it is unknown if the pinhole tear occurred during transport of the set for investigation. The source disposable set (model 2420-0007) was evaluated for concentricity and was found to be within specification. The root cause of the report of a free flow of lasix was not identified.

Manufacturer narrative:
Although requested, device has not been received. A follow up report will be submitted with failure investigation results should the device be received for evaluation. Patient demographics requested however not provided. Model or lot requested however not provided.

Event description:
It was reported that the device free flowed unspecified fluids. There was no report of patient impact. Although requested there was no additional event details provided at this time. The facility biomed retested the device, however unable to duplicate problem of free-flow.